Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at the (B)(6) general hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. Cook inc. Will handle this event under reference# 1820334-2016-00465 for all future reports to FDA. (B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.